Manufacturer narrative:
The remote service engineer(rse) spoke to the customer and confirmed the speaker failure and that an error message displayed on the device. The customer add that no alarm went unnoticed as a result of the issue. There is no further information whether a host monitor was used. A nemo (non engineering material only) service was agreed upon for the replacement of (453564673831,mx_100/x3 speaker assembly) the customer ordered a replacement speaker to resolve the issue. A good faith effort conducted confirmed the device was completely out of sound. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating a "x3 loudspeaker defective" the user noticed the loudspeaker error message. The device was not in use at the time of the event. No adverse event occurred.